Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery pins are sticking out of slot b. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device's battery pins are sticking out of slot b. There was no reported patient or user involvement and no adverse patient/user impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pin 8 on connector j1 was found damaged.